Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2012, patient underwent following procedure: anterior lumbar interbody fusion with interbody placement device placement, l4-5 and l5-s1. Anterior lumbar instrumentation, l4-5 and l5-s1. Posterior spinal instrumentation, l4-5 and l5-s1, segmental pedicle screws and rods bilaterally. Arthrodesis augmented with cancellous allograft croutons and osteobiologics (rhbmp-2 and synthetic bone graft). Decompression/bilateral hemilaminotomies, l4-5. Neurophysiologic monitoring.; for a pre-op diagnosis of: pseudoarthrosis, l5-s1. Status post remote posterior spinal fusion with instrumentation followed by removal of instrumentation. L4-5 stenosis, lateral recess, bilateral. Severe chronic low back pain and radiating right leg pain, failing all operative and non-operative intervention. Severe lumbar spondylosis, l4-5, symptoms failed all non-operative treatment to include pharmaceutical management. Symptoms severely affecting daily activities of living and quality of life. Per-op notes: l5-s1 level was identified and discectomy was performed. Interbody spacer packed with rh-bmp2/acs and synthetic bone graft was gently tamped into position, which was confirmed by fluoroscopic images. No complications were reported during the procedure. On (B)(6) 2013, patient underwent following procedure: removal of posterior spinal instrumentation, l4-5 and l5-s1, pedicle screws , rods. Surgical fusion exploration, l4-5 and l5-s1. Irrigation and debridement, lumbar spine wound; for pre-op diagnosis of: severe chronic low back pain. Bilateral lower extremity radiculopathy. Chronic, suppressed, lumbar spine osteomyelitis with diskitis. Screw loosening, posterior spinal instrumentation, l4-5 and l5-s1, bilateral pedicle screws and rods. Status post anterior-posterior spinal fusion, l4-5 and l5-s1. No complications were reported during the procedure.